Event description:
It was reported that during an endobronchial ultrasound procedure, the aspiration needle was obstructed in the channel, punctured the scope, and damaged the patient¿s trachea. The extent and severity of the tracheal injury are unknown. The procedure was completed using a backup scope and a new aspiration needle. Additional information was requested but was not available at the time of this report. This event includes 2 reports. This report is 2 of 2.